Event description:
Information received by medtronic indicated that the customer reported that the insulin pump button was stuck. No harm requiring medical intervention was reported. Troubleshooting was performed and it was found that the customer was not able to clear the alarm. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The customer returned the pump, for an alleged stuck button alarm found on 12/25/2022. The pump was received, with no down arrow and back arrow response. Unable to perform the displacement test, self test. Download the trace and history files utilizing thump, and verify, the stuck button alarm, due to no button response. Removed the keypad overlay and keypad dome switches for inspection. Found moisture damage and a sticky substance on the keypad dome switches and traces, causing the buttons not to operate. The pump was cut open for visual inspection. Moisture damage was found on pcba 1 and the keypad flex tail. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted, during the physical inspection: scratched case and pillowing keypad overlay. No keypad button response is confirmed, due to moisture damage on the keypad dome switches and traces. Unable to download trace and history files (download difficulty) is confirmed, due to no button response. Stuck button alarm is unknown, due to no button response and download difficulty. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.